Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited the time limit alarm, error 1720. There was no patient involvement.

Event description:
Additional information was received confirming the event occurred during testing. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B5 - describe event or problem: additional information. H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿the device exhibited the time limit alarm, error 1720¿ was confirmed. The root cause of the event was an anomaly in the backup capacitor. The device was returned to the customer with no repair at the customer¿s request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.